Event description:
It was reported the customer was hospitalized. Customer's spouse was requested assistance with the insulin pump. Customer's spouse was advised to turn off the sensor feature on the device. The device also had a no delivery alarm. Alarm was cleared and it was noted the reservoir was empty. Customer's spouse wanted to know how to turn of device since customer was currently hospitalized. Customer was advised against removing battery. Customer was hospitalized due to heart issues and wanted to know what to do with the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.